Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inserted the needle into the cartridge to remove air bubbles. Then, the needle was removed from the cartridge to release the air bubbles, and when inserting the needle back into the cartridge, the customer experienced resistance when attempting to fill the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the needle on the syringe was changed to resolve the issue.